Manufacturer narrative:
Literature article attached.

Manufacturer narrative:
Additional devices implanted and/or related to this event: contralateral leg endoprosthesis a review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. The UDI for the device's is not available since the device lot/serial number is unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use, warns that adverse events that may occur and /or require intervention.

Event description:
An article in vascular, (2020) 0(0) l-8 (endograft type and anesthesia mode are associated with mortality of endovascular aneurysm repair for ruptured abdominal aortic aneurysms). The article references primary treatment modality for ruptured infrarenal abdominal aortic aneurysm repair. The method comes from aneurysm repair files of the american college of surgeons national surgeons national surgical quality improvement program database 2012-2017. Patient¿s included were only treated for ruptured infrarenal abdominal aortic aneurysm with the exclusion of any patient¿s requiring concomitant stenting of visceral arteries or iliac arteries or open abdominal surgery. Out of this analysis, 239 patients were treated with a gore excluder endoprostheses. The conclusion of this ¿study highlights contemporary outcomes of endovascular aneurysm repair for ruptured infrarenal abdominal aortic aneurysm with relatively low mortality.¿ outcomes that were reported perioperative complications or adverse events from page 5 table 3. Include reoperation (35 patients, reason for reoperation is unknown). Due to this being a compilation of several databases, exact details of these adverse events are unknown. The conclusion of this article highlights contemporary outcomes of endovascular aneurysm repair for a ruptured infrarenal abdominal aortic aneurysm.